Manufacturer narrative:
E3 corrected to other healthcare professional. Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the returned device identified that the balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. The balloon of the device was visually and microscopically examined, and a partial circumferential tear was noted 3mm distal from the proximal markerband. A visual examination of the returned device identified no issues with the blades of the device. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified multiple shaft kinks along the length of the device. No kinks or damage to the shaft of the returned device.

Event description:
It was reported that the balloon could not be deflated and was punctured to remove the device. The target lesion was located in the femoral and popliteal veins. A 8.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon could not be deflated and had to be punctured to remove the device from the patient body. No patient complications were reported.

Event description:
It was reported that the balloon could not be deflated and was punctured to remove the device. The target lesion was located in the femoral and popliteal veins. A 8.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon could not be deflated and had to be punctured to remove the device from the patient body. No patient complications were reported.